Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-25722. Related manufacturer's reference number: 2017865-2021-25723. It was reported the patient developed an infection, a slight pocket erosion was also noted. The entire system including the pacemaker (pm), the right ventricular (rv) lead, and the left ventricular (lv) lead were explanted with no issue. The patient was stable.